Event description:
It was reported by service report that the connector on the bed for the footboard has debris or obstruction causing pins on footboard to be pushed out of connector. On pt involvement or adverse consequences are reported.